Manufacturer narrative:
Sjm has limited information related to the patient's medical history is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note the patient received two leads with the same lot number. It was reported, the patient experienced uncomfortable stimulation all over his body when the stimulation was on and worsens with movement. The patient stated his original pain is getting worse and the stimulation is more uncomfortable than his original pain. The patient was admitted to the hospital due to this issue. An sjm representative was unable to reprogram the scs system at the hospital as the patient did not have his programmer. The stimulation was turned off. The patient was released and an sjm representative reprogrammed the system at the physicians office.